Event description:
Target was notified that during an endovascular treatment of the anterior circulation, the gdc coil broke on the proximal section. 5cm was in the anuerysm and the rest of the coil was in the aneterior cerebral artery and the aorta. It was reported that there was no impact to the pt's health.